Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. Conclusions: the claim of the physician in this case was justified, and the non-inclusion of the yellow handled screwdriver stylets was caused by operator error during the assembly of the accessories during the packaging process. Corrective action: the leads within this lot not associated to complaints were appropriately contained. An add'l visual aid after packaging was also introduced within the processing of this prod.

Event description:
Prior to any implant attempt, the physician identified that stylets necessary for the operation of the retractable fixation mechanism were missing from the unopened package.